Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that preparation for a coronary drug eluting stenting treament porocedure, a bent catheter was identiifed. The taxus express2 2.50 x 8 mm drug eluting stent was not used. However, the returned product confirmed that there was stent and shaft damage.